Manufacturer narrative:
It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation.

Event description:
It was reported that during a revision of patient's left hip, the stem/ body separator would not separate the proximal body from the distal stem portion. The entire restoration modular construct came out of the patient. When then trying to separate the components, a portion of the device from the threaded portion outward broke off and flew across the room (did not strike patient). Upon further inspection, bony ingrowth was observed at the junction between the modular components and identified as the reason for failure. This pi is for the reported instrument failure.